Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported at the time of drain removal, difficulty was encountered when uncoiling the pigtail and removing the drain from the patient(s). It was also reported that significant pain occurred when removing the drain. Additionally, it was noted that the user stated that he followed the manufacturer's instructions for removal. Drain was removed. Per the initial reporter: on consultation with registrar, was found to be multiple other cases with same drain.